Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
Customer's biomedical engineer reported that during preventative maintenance (pm) he observed a power supply battery charging issue (voltages reading low 3v). The power supply was previously replaced on 05/25/2017 by maquet service territory manager. The customer biomedical engineer alleged that the cs300 was not used since that last service. No patient involvement or adverse event reported. Cs300 power supply battery charging issue. Voltages reading low, 3v. Power supply was recently replaced. Unit wasn¿t used since last service. Last (B)(4) performed by (B)(4) 05/25/2017 no patient involvement. (B)(4).

Manufacturer narrative:
09/28/2017 11:25 am (gmt-4:00) added by (B)(4) (pid-(B)(4)): the company service territory manager (stm) reported that the service request was cancelled by the customer. The stm spoke to the customer over the phone and the issue was resolved. The stm reported that the facility's biomedical engineer replaced the batteries and the cs300 is now working.

Event description:
Customer's biomedical engineer reported that during preventative maintanence (pm) he observed a power supply battery charging issue (voltages reading low 3v). The power supply was previously replaced on (B)(6)2017 by marquet service territory manager. The customer biomedical engineer alleged that the cs300 was not used since that last service. No patient involvement or adverse event reported. Cs300 power supply battery charging issue. Voltages reading low, 3v. Power supply was recently replaced. Unit wasn¿t used since last service. Last so# (B)(4)performed by (B)(4) (B)(6)2017. No patient involvement. So# (B)(4)